Manufacturer narrative:
(B)(4). The record was also submitted by the initial reporter under MDR (B)(4) and MDR (B)(4).

Event description:
According to the reporter, the balloon ruptured after being inflated in patient by the surgeon. The trocar was removed by surgeon, a second device was placed and inflated. The 2nd balloon also ruptured after being placed in patient. It was removed by surgeon. A 3rd device was placed, balloon inflated without any issues. The patient has been discharged home. There was no reported patient injury or adverse event.